Event description:
During an unk procedure, the physician tried for 5 times to staple without any success. The clip dislodged at the place where it was punctured. There were no adverse consequences to the pt.